Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level was 41 mg/dl at time of incident and went up to 70 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was over delivering. Customer treated with honey. Customer reported that the ring was broken and insulin dripping or squirting from end of set. Customer reported that when she fell she hurt her wrist but did not go in to get it checked out till yesterday was swelling up a bit and got an x ray. The insulin pump will not be returned for analysis.